Event description:
It was reported that a vascular stent system could not be retracted from the guidewire after the stent had been deployed. The delivery system and guidewire were removed simultaneously from the pt without incident. Another guidewire was inserted and the procedure was successfully completed. No report of injury to the pt.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.